Event description:
A customer contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200%, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, during drain 4 of 5. The home patient (hp) called the registered nurse (rn) to report the alarm, and then rn referred the hp to gts. The technical service representative (tsr) explained the alarm and reviewed the therapy log. The therapy was complete. The initial drain volume equaled 369ml. The last fill volume equaled 999ml. The total fill equaled 5009ml. The total drain equaled 7034ml. The total ultrafiltration (uf) equaled 2025ml. The cycle 5 uf equaled 267ml, the cycle 4 uf equaled 1040ml, the cycle 3 uf equaled 16ml, the cycle 2 uf equaled 463ml, and the cycle 1 uf equaled 239ml. No steps were bypassed. No manual drain was performed. Continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd) therapy was performed. The total volume equaled 6l. The total time of therapy was nine and a half hours. The fill volume equaled 1l. The last fill volume also equaled 1l. The dextrose setting was set to different. The hp stated they used one 4.25% dianeal solution bag and one 2.5% dianeal solution bag. They used one protein bag for the final fill. The hp stated they would call the rn back to explain the alarm. The hp stated they were not experiencing any symptoms of iipv at any time. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(4) 2012 regarding the high drain 104/call pd nurse alarm. The rn stated that she was aware of the alarm. She stated that there were no known reoccurrences of alarm and no issues with the machine. Since then, therapy has been going well. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).this complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was unexpected high ultrafiltration (uf). This issue is being investigated through CAPA.